Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was not hospitalized for the event. The cause, treatment for the event, and the patient's outcome were not reported. The action taken with dianeal therapy was not reported. No additional information is available.